Event description:
It was reported that episodes of non-sustained lead noise were observed via merlin.net transmission. Upon review, a paced bigeminal rhythm with latency on the discrimination channel was noted. The device was reprogrammed. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.